Manufacturer narrative:
An event of device embolization with patient effects of non-specific EKG/ECG changes was reported. A cine review was completed, and it concluded that it is likely that this amulet embolized due to the complexity in nature of this laa and not meeting the 2/3 distal to the cx criteria in close. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device embolization with patient effects of non-specific EKG/ECG changes could not be confirmed. An unexpected medical intervention was a result of case-specific circumstances, as snaring of the device was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
User facility medwatch report #mw5177445 received that states" amulet device was implanted during procedure, and during recovery the patient was found to have a change in their heart rhythm. Echocardiogram was ordered and showed that the amulet device had dislodged into the left ventricle. The patient required an additional procedure to snare the dislodged device out of his left ventricle and admission to the hospital for observation." It was reported that on (B)(6) 2025, initially a 25mm mm amplatzer amulet occluder was chosen for procedure using a 14f amulet steerable delivery sheath. The procedure was performed on a patient with a reverse chicken wing left atrial appendage (laa) anatomy, following a previously unsuccessful attempt with a non-abbott device. Initial laa measurements indicated a size of 22¿25mm, although the anatomy appeared smaller than previously imaged. The landing zone measurements used to determine the device size were 17.0 mm at 0, 15.0 mm at 45, 17.4 mm at 90, and 19.3 mm at 135, with a wing measurement of 22.0 mm device sizing was determined using transesophageal echocardiogram (tee), which showed a maximum measurement of 19 mm, and angiographic measurements of 21 mm. These measurements were considered in the context of low left atrial pressure. The patient presented in a hypovolemic state, with left atrial pressure measured at 2¿3 mmhg. To optimize procedural conditions, intravenous fluids were administered, and 50cc of normal saline was injected directly into the delivery sheath. After fluid loading, the left atrial pressure was remeasured and found to be 6¿7 mmhg. A 25mm amulet device was used, using a modified sandwich technique. Due to the complex anatomy and difficulty in orienting the device, there was a total of three partial recaptures were performed. The final positioning revealed a large gap on the posterior/mitral side, prompting re-measurement of the laa, which showed a landing zone of 29¿30mm, with a 29 mm measurement noted at the 135 angle. The 25mm amulet occluder was therefore removed and a 31mm amulet occluder was selected. A 31mm amulet device was then selected for re-sizing. After two partial recaptures, the device appeared appropriately positioned. Close criteria were met, with no leaks or shoulder visualized on transesophageal echocardiogram (tee). A 10-second tension test confirmed stability, and the device was released. No rhythm changes were observed during the procedure, and the patient remained in normal sinus rhythm. Shortly after the procedure, while in the recovery unit, premature ventricular contractions (pvcs) were noted on the ECG monitor by the anesthesiologist. The patient continued to experience pvcs, prompting notification of the attending physician and ordering of a transthoracic echocardiogram (tte). The tte revealed that the amulet device had embolized into the left ventricle. The device had passed through the mitral valve without causing obstruction or damage and became lodged at the apex of the left ventricle. The abbott team and clinical staff were notified at approximately 1 hour and 10 minutes post-procedure. The embolization was contributed to changes in laa size and volume following patient hydration, as the appendage notably changed in size during the procedure and was suspected to have continued expanding post-implant; and a suspected mitral shoulder that was not well visualized on tee but was later clearly identified via intracardiac echocardiography (ice) during a subsequent implant attempt. It was believed that this anatomical feature may have interfered with the 31mm amulet implant, although it was not adequately visualized at the time. The patient remained hemodynamically stable at this point, however, an urgent percutaneous device retrieval procedure via a transmitral approach was attempted. Guidance was provided using 2d ice and fluoroscopic imaging. The device was located in a stable position at the apex of the left ventricle, with the distal end screw facing outward and accessible. After several attempts, the non-abbott snare successfully grasped the distal screw, and the lobe was collapsed into the non-abbott catheter. The disc remained outside the sheath, and the snare lost grip during catheter advancement. The device was eventually recaptured using another non-abbott snare and successfully retrieved into the left atrium, then removed from the body. Post-retrieval imaging confirmed no pericardial effusion and no damage to cardiac structures, including the mitral valve. Per the patient¿s prior request, a subsequent implant attempt was made using a 34mm amplatzer amulet device. This attempt was unsuccessful due to unresolved anatomical challenges, and the procedure was aborted without further complications. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The physician did not make any allegations against the amplatzer amulet system.

Event description:
It was reported that on (B)(6) 2025, initially a 25mm mm amplatzer amulet occluder was chosen for procedure using a 14f amulet steerable delivery sheath. The procedure was performed on a patient with a reverse chicken wing left atrial appendage (laa) anatomy, following a previously unsuccessful attempt with a non-abbott device. Initial laa measurements indicated a size of 22¿25mm, although the anatomy appeared smaller than previously imaged. The landing zone measurements used to determine the device size were 17.0 mm at 0, 15.0 mm at 45, 17.4 mm at 90, and 19.3 mm at 135, with a wing measurement of 22.0 mm the patient presented in a hypovolemic state, with left atrial pressure measured at 2¿3 mmhg. Device sizing was determined using transesophageal echocardiogram (tee), which showed a maximum measurement of 19 mm, and angiographic measurements of 21 mm. These measurements were considered in the context of low left atrial pressure. To optimize procedural conditions, intravenous fluids were administered , and 50cc of normal saline was injected directly into the delivery sheath. After fluid loading, the left atrial pressure was remeasured and found to be 6¿7 mmhg. A 25mm amulet device was used, using a modified sandwich technique. Due to the complex anatomy and difficulty in orienting the device, there was a total of three partial recaptures were performed. The device appeared in a "tire" shape at the time of implant. The final positioning revealed a large gap on the posterior/mitral side, prompting re-measurement of the laa, which showed a landing zone of 29¿30mm, with a 29 mm measurement noted at the 135 angle. The 25mm amulet occluder was therefore removed and a 31mm amulet occluder was selected. A 31mm amulet device was then selected for re-sizing. After two partial recaptures, the device appeared appropriately positioned. Close criteria were met, with no leaks or shoulder visualized on transesophageal echocardiogram (tee). A 10-second tension test confirmed stability, and the device was released. No rhythm changes were observed during the procedure, and the patient remained in normal sinus rhythm. Shortly after the procedure, while in the recovery unit, premature ventricular contractions (pvcs) were noted on the ECG monitor by the anesthesiologist. The patient continued to experience pvcs, prompting notification of the attending physician and ordering of a transthoracic echocardiogram (tte). The tte revealed that the amulet device had embolized into the left ventricle. The device had passed through the mitral valve without causing obstruction or damage and became lodged at the apex of the left ventricle. The abbott team and clinical staff were notified at 9:55 am, approximately 1 hour and 10 minutes post-procedure. The embolization was contributed to changes in laa size and volume following patient hydration, as the appendage notably changed in size during the procedure and was suspected to have continued expanding post-implant; and a suspected mitral shoulder that was not well visualized on tee but was later clearly identified via intracardiac echocardiography (ice) during a subsequent implant attempt. It was believed that this anatomical feature may have interfered with the initial 31mm amulet implant, although it was not adequately visualized at the time. The patient remained hemodynamically stable at this point, however, an urgent percutaneous device retrieval via a transmitral approach was done. Guidance was provided using 2d ice and fluoroscopic imaging. The device was located in a stable position at the apex of the left ventricle, with the distal end screw facing outward and accessible. After several attempts, the non-abbott snare successfully grasped the distal screw, and the lobe was collapsed into the non-abbott catheter. The disc remained outside the sheath, and the snare lost grip during catheter advancement. The device was eventually recaptured using another non-abbott snare and successfully retrieved into the left atrium, then removed from the body. Post-retrieval imaging confirmed no pericardial effusion and no damage to cardiac structures, including the mitral valve. Per the patient¿s prior request, a subsequent implant attempt was made using a 34mm amplatzer amulet device. This attempt was unsuccessful due to unresolved anatomical challenges, and the procedure was aborted without further complications. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The physician did not make any allegations against the amplatzer amulet system.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.